Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ma y, ma x, cheng s, lv s, qi x. Implant loosening following tha with s-rom prosthesis and subtrochanteric osteotomy: three case reports. Front surg. 2023 jan 30;9:1090067. Doi: 10.3389/fsurg.2022.1090067. Pmid: 36793511; pmcid: pmc9922855. Objective/methods/results: authors report three cases with crowe IV ddh who developed prosthesis loosening following tha with an s-rom prosthesis and subtrochanteric osteotomy. Authors address the management of these patients and prosthesis loosening and the likely underlying causes. Case 1: a 62-year-old female patient was admitted for bilateral hip pain and limping posture and diagnosed with crowe type IV developmental dysplasia of the right hip (ddh). Her left hip was operated on using a competitor conventional total hip arthroplasty (tha) and the right hip was operated on with a right shortening subtrochanteric osteotomy and depuy s-rom femoral stem tha. 5 months post-op, patient presented with severe right thigh pain, with diagnosis of aseptic femoral stem loosening. In her revision, it was identified that she had good proximal ingrowth of the implant, but there was mid-distal loosening of the stem at the osteotomy site, where the osteotomy had resulted in a fracture non-union. The stem and sleeve were retained, and the fracture treated with callous debridement, bone grafting, and long plate/screw/cerclage fixation. After six months of follow-up, patient reported nearly no discomfort, able to walk up and down stairs unassisted, and their harris hip survey score after revision exceeded 85. The authors did not identify the manufacturer(s) of the patient¿s acetabular components. No specific product details were provided for any of the devices used.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.